Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture" of a saline device. Additionally, healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified: crease smooth opening on posterior and puncture opening on posterior/anterior side, consist in the use of some surgical tool. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is a crease smooth opening on posterior due to a fold flaw opening and puncture opening on posterior/anterior due to surgical damage like.

Event description:
Patient reported left side "rupture" of a saline device. Additionally, healthcare professional reported left side deflation. Device has been explanted.